Event description:
Image orientation labels stored in the CT scanner flip the images, causing readings to be on the wrong side. For example an abnomality read as being on the right side, was actually on the left.

Event description:
The conclusions of the analysis of the report and test results were: that this section of code was embeded in other product software releases as well, and hence images could be archived with labels that were not correct; that philips would issue a product safety notification concerning the issue to the customer base in advance of corrective software release, and; to resolve the issue and release correctie software to the field. These releases are in process, and the field organization is responsible for installing the corrective software.